Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports the patient's device is overdischarged and the patient does not want to meet up to get it jumped. Rep reports the patient is going to have a replacement soon, but it hasn't been scheduled yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The pt was needing an MRI of the foot; the hcp reported the ins battery was dead. The hcp mentioned speaking to a manufacturer representative (rep) who redirected them to call technical services. The hcp also noted that the rep said that the pt had been having the issue for awhile with recharging, and the ins "completely quit charging 2 days ago". The agent redirected to the hcp to confirm MRI eligibility. No symptoms were reported. Additional information was recieved from the patient. Pt confirm weight was 105 pounds at time of event. Cause of issue was because they had the device for almost 9 years. Plan to replace the battery. Make appointment with provider to replace it in the next couple of months. They have to work around work issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jul-08 the rep provided additional information reporting the pt had been scheduled to have the ins replaced on (B)(6) 2025 however, the pt did not want to pay the co-pay, so the replacement surgery was cancelled. It is unknown at this time if the pt will be put back on the schedule for surgery. The rep reported if the pt does get put back on the schedule for replacement surgery, then they will provide an update.